Event description:
Boston scientific received information that during a routine follow up in clinic, this right ventricular (rv) lead exhibited noise and intermittent high out of range pacing impedance measurements. A revision procedure was performed. The lead was capped and surgically abandoned and a new rv lead was placed successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.